Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated total prostate specific antigen (tpsa) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) has completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Hsc concluded that this is not a tpsa assay or dimension vista 500 system issue. Tpsa quality control (qc) was within laboratory acceptance range on the date of testing. The event was caused by an interferent in the patient's sample. The result obtained on dilution of the same sample was consistent with interference. The tpsa instructions for use (IFU) contain this statement: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." There is no evidence of a potential product issue. The device is performing according to specifications. No further evaluation is required. MDR 2517506-2022-00321 was filed for the same event.

Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) patient sample result was obtained on a dimension vista 500 system. The result was reported to the physician(s) who questioned the result. The same sample was reprocessed on an alternate non-siemens system and a lower result was obtained. No corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total prostate specific antigen (tpsa) result.